Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. The patient had a cardiac episode and no therapy was delivered on (B)(6) 2017. The patient expired due to sudden cardiac failure on (B)(6) 2017.